Manufacturer narrative:
We have no knowledge of the detailed circumstances involved with this unit, it was not returned for evaluation. The pump is used in the operating room for patients who experience severe bleeding. The user must be able to deliver large amount of replacement fluid quickly in response to instructions from the surgeon or anesthesiologist on the case. The controls are positioned so that the operator can do this easily. Like many other devices in the operating room, the rapid infuser uses a touch screen for its control. The key pad is sized at 1.0" x 0.5" and the distance from adjacent button is large. Buttons specific to a particular point in the operation are displayed on the touch screen. Also, every time the button is depressed, it beeps (emits a tone) and the depressed button is illuminated to alert the user to his/her action. The "beep" tone cannot be disabled. The button actuation sensitivity is also adjustable, but is factory set to default at medium sensitivity. Even though, the reporter reported that someone inadvertently hit a wrong button, the user had sufficient time to correct his/her action as the machine ramps up at a controlled rate of 10 ml/min. We have more than 2,000 devices in clinical use at nearly all major medical centers in the us, and the complaint listed above is almost non-existent. This was the first report rec'd involving inadvertent touch screen activation since the product was released to production in 1998.

Event description:
.